Event description:
It was reported that the patient turned off their device the night before, and now they cannot move, and they cannot turn the device back on due to the programmer not functioning properly. All the lights were lit on the patient programmer.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008. Product typ: extension: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008. Product typ: extension: product ID 7438, serial# (B)(4). Product typ: programmer, patient: product ID 3387s-40, lot# v015069, implanted: (B)(6) 2008. Product typ: lead: product ID 3387s-40, lot# v015069, implanted: (B)(6) 2008. Product typ: lead. (B)(4).